Event description:
The procedure was intrauterine device (iud) removal and essure sterilization. The device essure (lot# a22175 ref#ess305) failed with first microinsert and deployed prematurely. Essure device was removed and the surgeon inserted a new one without complication.